Manufacturer narrative:
Analysis was performed by a philips national support specialist which indicated that the nbp reference mode which is part of the configuration settings within the philips monitors was changed from invasive blood pressure measurement to auscultatory reference method. Philips considers the direct invasive blood pressure measurement the standard across all blood pressure ranges for adult (older than 12 years) and recommends invasive reference setting in the adult profile. The oscillometric (auscultatory) setting is recommended for pediatric (12 years old and younger). Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a configuration issue.

Event description:
It was reported that x3 device was providing unusually low non-invasive blood pressure (nibp) measurements. The device was in use on a patient at the time of the event. There was no adverse event reported.